Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged after the patient fell. It was also reported the lv lead exhibited no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.